Event description:
Bed was beeping in ICU bed while it was being cleaned. The bed was noted to be unplugged. Plugged the bed back in and noted the bed to be beeping again. The bed screen read that there was a problem with the air system and if you pressed yes or no, it would stop the beeping, but then it would start again. Manufacturer response for bed, hill-rom bed (per site reporter).